Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with an indication of lumbar degeneration. It was reported that during the surgery the self-breaking plug slipped, which has been removed and explant completed. There was no patient symptoms or complications as a result of this event. No additional surgery or treatment performed as a result of this event. Product utilized correctly according to the directions given in the IFU/labeling. No further complications were reported.